Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 415 mg/dl and was not able to calibrate the sensor. The customer stated she ate sweets for breakfast and forgot to bolus. It was advised that the sensor would not calibrate if blood glycose value is less than 40 or over 400. The customer stated that she checked her blood glucose an hour later and it was below 250 mg/dl. The customer was assisted with calibrating and declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.